Event description:
Additional information was received on 01july2021: the type of procedure was a maa. There was no blood loss.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5, update section h4 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical damage since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced.

Event description:
The user facility reported that glidesheath slender sheath became kinked during the procedure and unusable and was swapped out for another sheath. There was no injury related to the patient and the outcome of the procedure was good.